Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications?   The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction)? Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition?  Is incontinence worse, better, or returned to the same? Describe any medical/surgical intervention including dates and surgical findings. Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced pain, dyspareunia, eroded vaginal bilateral formices, utis, and incontinence. As a result the patient had the device removed completely. Additional information has been requested.